Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as patient made a mistake/touch contamination and did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a home patient experienced peritonitis due to a break in aseptic technique further described as the patient made a mistake/touch contamination and did not wear a mask while performing peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was hospitalized the following day for the event. Treatment was not reported. The length of stay in the hospital was 7 days. At the time of this report, the patient was recovering from peritonitis and remained under unspecified medical care. Pd therapy was ongoing.